Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31355486l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001679428

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis. Effusion was observed on echo at the end of the procedure. Blood pressure decreased after only pulmonary vein isolation was performed. Effusion was confirmed by echocardiography. Cardiac drainage was performed, and the patient left the room. Patient fully recovered. Atrial septal puncture was performed by radiofrequency (rf) needle. The physician's opinion is that the rf needle may have injured the tissue during septal puncture. However, prior to noting the pericardial effusion, ablation was performed. No steam pop was evident. There were no abnormalities were observed prior to or during use of the product. No error messages were observed on biosense webster equipment during the procedure.